Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported hives on her stomach and the whole length of her chest. She reported that the irritation was mostly under the garment clasps near the underside of her breasts. During a follow up it was reported that the patient went to the ER and the doctor advised her to take benadryl. It was reported that the itching had subsided. The hives were reported to be improving although still present. The final medical outcome of the irritation is unknown.